Event description:
Dr (B)(6) was deploying a perclose to obtain right femoral arterial hemostasis. Dr (a) felt a popping sensation, the perclose then slipped on into the artery and then dr deployed the foot plate due to the fact that the dr (a) would not be able to retrieve it at this point. Under fluoroscopy, it appeared that the plastic and metal pieces of the shaft had separated and the footplate was still partially deployed. The device was left as described and dr (B)(6) consulted to remove the device surgically. Pt was transferred to the operating room in stable condition, where the device was then removed. FDA safety report ID# (B)(4).